Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The 75% stenosed lesion was located in a moderately calcified and moderately tortuous left circumflex artery. After pre-dilatation the promus element 2.50 x 28 mm attempted to cross the lesion however was unable to cross. The device was removed and it was noted that the stent was lifted. The device was removed from the patient intact. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).